Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was determined to be use error: the tidal total ultrafiltration removal was set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:10:57. During night drain cycle five, the patient's ultrafiltration reading was 1915 ml, indicating the home patient (hp) drained 1570 ml more than their maximum programmed fill volume of 2300 ml. No additional information is available.